Manufacturer narrative:
The device was received for evaluation. Visual inspection of the device found that there are several scratches across the screen. Evaluation determined that the device front panel function was absent. The screen was black and the unit power in indicator light did not come out. Further inspection found out that the ground connection from the bi board (super resolution processing board) was disconnected. The ground connection was reconnected and unit resumed normal function however, it had intermittent failure when cycling power on and off. It was determined that the bi board and the qb (terminal signal processing) board needs to be replaced. The device was placed for repair. As stated on the IFU and as a preventive measure, the user manual states : this monitor does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or operator injury, equipment damage and/or the impossibility to obtain the expected functionality can result. Some problems that appear to be malfunctions may be correctable by referring to chapter 6, ¿troubleshooting.¿ if the problem cannot be resolved using the information in chapter 6, contact olympus. This monitor is to be repaired by olympus technicians only. Olympus is not liable for any injury or damage which occurs as a result of repairs attempted by non-olympus personnel. As problems can occasionally occur for the monitor, when the monitor is used for safety control of personnel, assets or stable picture, or for emergencies, we strongly recommend you use more than one unit or prepare a spare unit.

Event description:
It was reported that the device oev262h monitor had a power issue. According to the reporter, the black screen button does not activate. There was no patient harm or injury reported due to the event.